Manufacturer narrative:
This is not an implantable device. (B)(6). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery the account had difficulties removing the viscoelastic from the patient's operative eye. This issue caused ocular hypertension problems in the patient, and decompression had to be performed to relieve the intraocular pressure. The account commented that the material is not available for investigation. Reportedly, this issue occurred in 2 or 3 patients. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the surgeon believes that the healon pro was not completely removed from the patients'' eyes at the end of the surgeries, due to the difficulty to extract it. Reportedly, the decompression was performed one week after the surgeries. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.